Event description:
The surgeon was performing a minimally invasive coronary bypass procedure via a medican sternotomy using a cts access mv stabilizer. The surgeon was attempting to stabilize the circumflex artery. Access was obtained by using deep pericardial sutures and elevating the heart upward and exposure to the heart was adequate. The stabilizer foot tip caused a puncture type would of approximately 1 cm into the epicardium. The pt was placed on cardiopulmonary bypass for reasons unrelated to this injury. The puncture wound was repaired with suture and the pt suffered no complications from this incident.